Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implant procedure and the physician was not able to insert the lead due to scar tissue and excessive bleeding. The procedure was aborted and the patient was doing postoperatively. All devices that were used during the procedure will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-surg acc upn: m365sc4220450 model: sc-4220-45 batch: 33651604.